Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication due to a broken cannula. The following information was provided by the initial reporter: drug didn't come out because the needle npe was broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication due to a broken cannula. The following information was provided by the initial reporter: drug didn't come out because the needle npe was broken.